Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 316 mg/dl. The customer stated that she had been delivering insulin pump, but her blood glucose levels remained elevated. The customer stated that she has been inserting the infusion sets in the same area for a few years. The customer was advised to insert the infusion sets in different areas of the body to avoid scar tissue build up. The customer was advised to change the entire infusion set if her blood glucose levels remain elevated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.